Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr# (B)(4). Patient information not provided. UDI not provided.

Event description:
According to the reporter, during a laparoscopic nissen procedure, the device was hard to load and unload. The needle fell off of the device and was left in the patient.

Manufacturer narrative:
Post market vigilance (pmv) received two devices. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on the devices. Devices were loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in any of the devices. Difficulty was experienced in toggling the needle in device two. If information is provided in the future, a supplemental report will be issued.